Event description:
During a elective device replacement procedure, insulation damage was observed on an inactive right atrial (ra) lead. Additionally, noise was observed on the ra lead during diagnostic testing. The lead was repaired and remained programmed to inactive to resolve the event. The patient was in stable condition.